Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va03n2k, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot#: (B)(4), ubd: 06-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient stated that a few months ago she started having issues with using the bathroom frequently during the day, but recently she has been having issues using the restroom at night too. Patient stated that she is up using the bathroom almost every hour. Patient stated that she tried to increase stim from "1. Something to 2.8" on p1 but couldn't feel anything, so she think she needs to change programs. On the call, when patient services was reviewing changing programs the caller started having difficulties navigating through the screens. The patient stated that when she arrows in any direction to change the screen, the screen stays on the home page and does not change. Patient stated that the button does not appear stuck and she can hear a click. Patient also mentioned that she does not see a selector icon (rectangle) on the home page either. Patient cannot access programs or navigate screens. Patient insists on new replacement. Stated she did not have to return other unit. Instructed her to return her older unit with this one in same package. Antenna requested. Patient stated that ever since she received the new pp she has had issues feeling stim when she increases. The patient however, did not make a loss of therapy allegation at this time, just that she can't feel stim. Patient also doesn't recall seeing the hcp after her pp was replaced, but thinks that she probably did and they only adjusted p1; patient services is unsure what this meant and the caller did not clarify. No further patient complications are anticipated or expected as a result of this event. Additional information was received from a consumer. It was reported that the patient called back and still was unable to make changes to the program. Patient services educated the patient on no programs being loaded onto the new controller. The patient was able to increase stimulation after turning it on to 5.5. The patient still did not feel it. Patient services sent email requesting rep contact with patient. On (B)(6) 2020 the patient mentioned the previously increasing stim to 5.5, but the device was not helping her symptoms. The patient said that the manufacturing representative had called her husband (because the rep had accidentally been given his phone number) and her husband had deleted the message. Patient services emailed the rep the patient's phone number and the rep said she would contact the patient. No further complications were reported. Additional information was received from the patient. The patient was reported the same issues. The patient had an appointment with the healthcare provider (hcp) on (B)(6) 2020 and stated that only 1 lead out of "11 leads" are working, "the rest are blacked out," so they may need surgery. No further complications were reported.